Event description:
During a low anterior resection, the device failed to form a complete line of staples although it did cut. This resulted in the bowel remaining open at the distal end and at the distal end of the specimen. Because the resection was so low into the pelvis, the surgeon had to result to hand sewing which resulted in a colostomy. Or time extended by two hours.